Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the constant downstream occlusion alarm was confirmed and reproduced. Evaluation found the downstream pressure plate gap to be out of specification. Evaluation also found the downstream sensor current reading to be out of specification with a fluid filled set loaded. The unit was recalibrated to ensure proper occlusion detection.